Event description:
A baxter pump had been alarming upstream occlusion for multiple days, multiple different drugs. The pump needed constant attention for the upstream occlusion. Finally ticket for repair.

Event description:
A baxter pump had been alarming upstream occlusion for multiple days, multiple different drugs. The pump needed constant attention for the upstream occlusion. Finally ticket for repair.